Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information is requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with decentered lasik enhancement ablation. Reporter indicated this was the third laser procedure for this eye with in a seven year period, and will require another procedure to correct for the decentered ablation. Additional information has been requested.

Manufacturer narrative:
Logfile review was performed; however, the reported treatment data for the date provided was not included. Therefore, no system data could be obtained. Provided patient data review indicated the current corneal conditions related to the reported de-centration, may have occurred after the original lasik treatment (seven years ago), or after the first enhancement treatment. However; is unknown as no topographies are available for the original treatment.. A possible corneal reaction of epithelial ingrowth may have occurred after the first enhancement treatment, but is also unknown. Attempts were made to obtain additional information; however; has not been received to date. With information provided the root cause could not be determined conclusively. (B)(4).